Event description:
Per the audiologist, the pt presented at the clinic with a skin flap infection and extrusion of the device. The device will be explanted to facilitate healing of the infected site. The pt's device was explanted in 2008. Reimplantation plans were not provided at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.